Event description:
It was reported that (1) device was used during a lung resection. It was reported by the affiliate that the et45b emitted a noise; did not cut and had an incomplete staple line. Another instrument was used to complete the case. There was no consequence to the pt.